Manufacturer narrative:
Initial reporter addr 1: (B)(6). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1907236, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1907236 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: no sample or picture has been received for investigation. DHR of lot 1907236 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of 50 ll lot 1907236 are evaluated. Upon visual inspection of these samples, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger in the ten samples. Leak test is carried out with the ten retained samples according to procedure (B)(4) and iso 7886-1 annex d. All of them meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod that could have caused leakage. According to inspection plan procedure (B)(4), 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)). Visual inspection: molding: 2 injections per shift, printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Since no sample/picture has been received and no manufacturing defect has been found in retaining samples evaluated and they meet iso 7886-1 annex d, the root cause of the alleged defect cannot be determined. Root cause description: cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that 5 syringe 50 ml ll experienced leakage during use. The following information was provided by the initial reporter: leakage recurrence at the syringe seal. Event occurred on 5 different devices.